Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Customer¿s blood glucose level was 445 mg/dl.